Manufacturer narrative:
(B)(4). A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. (B)(4).

Event description:
According to the reporter a clinical trial was conducted and a patient suffered a recurrence, after ppg mesh was implanted the patient underwent surgery again.

Manufacturer narrative:
(B)(4). The sample was not returned for investigation. A review of the device history record has been performed. This review confirmed that this lot of products was reviewed and released according to specifications. A search of the global complaints database revealed that this was the only report on file for this lot of product. The report has been added to the product complaints database which is monitored for similar occurrences.

Manufacturer narrative:
(B)(4). Literature reference - http://rd.springer.com/article/10.1007/s10029-014-1316-7/fulltext.html.

Event description:
The patient underwent a second procedure to correct the hernia recurrence following repair of an inguinal hernia. The doctor indicated, during follow-up regarding the event, that the mesh was one of many factors that affected the adverse event. No further information has been provided.

Manufacturer narrative:
Reference number: (B)(4). (B)(4) for other two cases involving hernia recurrence and reoperation.

Event description:
According to the reporter, a randomized clinical trial was carried out. The study was done between september 2008 and october 2010, with a total number of 94 patients included. 89 patients were included in the study results comprised of individuals presenting with primary bilateral inguinal hernia, older than 17 years of age and with non-complicated hernia. There were 87 males and 2 females. The mean age was 55.7 years +/- 12.27 years. The anesthetic procedure used in all cases was regional anesthesia. The medium follow-up was 18.2 +/- 7.2 months. Six patients repaired using the mesh suffered recurrence. Three of the patients with a recurrence underwent surgery again. In this case, a recurrence was located at the internal inguinal orifice. Repair consisted of implanting a polypropylene plug. The doctor indicated, during follow-up regarding the event, that the mesh was one of many factors that affected the adverse event. No further information has been provided.

Manufacturer narrative:
(B)(4).